Event description:
Health professional reported a lap-band port was explanted and replaced because "when the patient went in for their first fill, the doctor was unable to inject or pull back any fluid at all, the port was completed occluded."

Manufacturer narrative:
(B)(4). The product associated with this report was returned however the device analysis results are pending at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."